Event description:
It was reported that resistance was felt when filling multiple cartridges during the load sequence. Customer¿s blood glucose was 230 mg/dl. Reportedly, additional training was provided on filling the cartridge with a clinical support specialist.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.